Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside acl surgery the tip of the device broke after the tip was flipped. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1204af-90 serial/batch: (B)(6) was received for evaluation. Functional testing was not performed as the device was received broken. A visual evaluation found that the cutting blades were broken off, the inner and outer shaft tube tip were bent. The reported failure is most likely due to user error, improper bone preparation, and the use of excessive force.